Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture. All other electrical parameters were good and stable. The lead was programmed off. The patient was in good condition before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.